Manufacturer narrative:
(B)(4).

Event description:
The customer reports: at the first hospital affiliated to (B)(6) university, the swg (spring wire guide) was stuck in the syringe,and couldn't pass in or out. The swg was found deformed after taking out.

Manufacturer narrative:
Qn# (B)(4). Customer returned multiple components. The spring-wire guide (swg) assembly and an ars syringe was used for this investigation. A visual inspection of the ars syringe revealed no defects or anomalies. A visual inspection of the swg revealed a bend in the swg body near the distal end. Microscopic examination of the guide wire confirmed the bend. No other defects or anomalies were observed. Both welds were present, full and spherical. The bend in the swg was located approximately 25 mm from the distal end of the swg. The length and outer diameter were measured and were found to be within specification. To functionally test the guide wire and ars, the guide wire was advanced through the returned ars. The guide wire passed through the ars with minimal resistance, despite the bend found during visual inspection. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed on the guide wire and ars and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggest techniques for insertion to minimize damage to the guide wire during use. The instructions cauti on that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. (Con't) other remarks: the report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained a bend near the distal end. The swg was able to fully advance through the returned ars, despite the bend found during visual inspection. A device history record review was performed and no manufacturing issues were identified. Based on the condition of the guide wire and the report that the damage was observed after use, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports: at the first hospital affiliated to (B)(6), the swg (spring wire guide) was stuck in the syringe,and couldn't pass in or out. The swg was found deformed after taking out.